Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported, the customer's battery was not lasting for more than a couple of days. The customer also reported scratches on their insulin pump. It was found the customer did not expose their insulin pump to moisture. Customer's blood glucose was 3.2 mmol/l. The customer treated their blood glucose was glucose tablets. Customer also reported receiving lost sensor alarm. The customer also reported their battery compartment was not damaged or corroded. It was also found the customer's insulin pump failed the selftest during troubleshooting. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.